Manufacturer narrative:
One trimmed piece of a company stent was received in a vial. The trimmed stent was visually inspected and damage consistent with trimming was observed, only distal collar was returned with a jagged cut. The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. The photo attached to the parent complaint was reviewed by the investigation site. The photo is of a capped tube with liquid and a trimmed piece of the stent is visible. Because the sample returned could not verify the reported event, sufficient clinical data was not received, and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. A possible root cause is that postoperative stent dislodgment or movement is an established risk associated with use of the company stent system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No clinical data was received associated with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because no clinical data was received associated with this complaint and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. A possible root cause is that postoperative stent dislodgement or movement is an established risk associated with use of the company stent system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the customer stating the patient underwent a second procedure for stent shortening.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. Transcend medical inc. (Site #(B)(4)) is no longer operational. Transcend manufactured products are maintained and investigated by alcon research, ltd. Sinking spring, pa (site #(B)(4)). There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after having a glaucoma stent implanted, a patient experienced a reduction of endothelial cell count and endothelium contact. Additional information has been requested.